Event description:
It was reported that the right ventricular (rv) pace impedance of the implantable cardioverter defibrillator (ICD) system measured greater than 3,000 ohms at device follow-up. The rv impedance trend showed multiple previous measurements greater than 3,000 ohms. It was planned to have the patient return for additional assessment of the system. The ICD and rv lead (non-boston scientific product) remain in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the event description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that the right ventricular (rv) pace impedance of the implantable cardioverter defibrillator (ICD) system measured greater than 3,000 ohms at device follow-up. The rv impedance trend showed multiple previous measurements greater than 3,000 ohms. It was planned to have the patient return for additional assessment of the system. The ICD and rv lead (non-boston scientific product) remain in service. No adverse patient effects were reported.